Event description:
It was reported that the customer received excessive no delivery alarms. Unable to troubleshoot, due to past event. No additional info is provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.